Event description:
On (B)(6) 2012, gamma3 surgery was performed. Nail breakage was found due to nonunion. On (B)(6) 2013, revision surgery was performed. This case was presented at the meeting of japanese society for fracture repair on 6/28/2014.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.